Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic procedure, a plastic piece was found out of the patient. As the plastic piece was suspected to be a part of the reported trocars, the doctor has requested to analyze them. The trocars are good visual condition.

Manufacturer narrative:
(B)(4). The analysis results found that two devices (a-b) were returned in good visual condition. In an attempt to replicate the reported incident, the devices were visually inspected and disassembled to observed all the internal components but no anomalies were found. The devices were found complete and in good visual condition according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.